Manufacturer narrative:
The user facility has reported retraining of staff to use the glides and how to properly stow them when not in use in order to prevent further issues.

Event description:
It was reported that the glide straps tear when they get hung up in places when the bed is being lifted. There was no pt involvement and no adverse consequences were reported.